Manufacturer narrative:
Other device used: catalog # 00598703600, nexgen complete knee solution hex driver bit, lots #60237831, #67599000, #60268786, #60323644, #73484200. Catalog #00588102600, nexgen complete knee solution rotating hinge knee screw driver, lots #60422702, #60351694. This report will be amended when our investigation is complete.

Event description:
It is reported that in 2006, the surgeon attempted to remove and replace the plyethylene surface to stabilize the knee. The hinge pin could not be removed. Six driver bits were broken and four drivers were used in an attempt to remove the hinge pin. After the surgery the sales rep was informed that the surgeon had used the wrong instruments to remove the hinge pin. A removal kit should be used because the material of the instruments is "stiffer," and the removal instruments should not break.